Event description:
It was reported that following a pocket revision, the patients spinal cord stimulation (scs) implantable pulse generator (ipg) would not connect with the remote control nor with the clinician programmer. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6). Sc-1216 sn: (B)(6): the returned ipg was analyzed and internal electrical measurements revealed excessive sleep current and low resistance at a node where high resistance was expected, confirming damage to the application-specific integrated circuit (asic) chip. With all the available information, boston scientific concludes the reported event was confirmed. Despite multiple attempts, the ipg failed to charge or communicate. The investigation revealed that the asic chip was damaged, which led to the reported issue. This type of damage is typically caused by exposure to external high voltage or high current transient sources. Therefore, the probable cause of this event has been attributed to unintended use error, which contributed to the event. Sc-2218-50 sn: (B)(6): the returned lead was analyzed and revealed that multiple cables were completely broken at the bent/kinked location of the lead. There were no exposed cables at the fracture site. With all the available information, boston scientific concludes the reported event was confirmed. The investigation determined that the broken cables were caused by mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Therefore, the probable cause was identified as component failure. Sc-2218-50 sn: (B)(6): the returned lead was analyzed and revealed that multiple cables were completely broken at the bent/kinked location of the lead. There were no exposed cables at the fracture site. With all the available information, boston scientific concludes the reported event was confirmed. The investigation determined that the broken cables were caused by mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Therefore, the probable cause was identified as component failure.

Event description:
It was reported that following a pocket revision, the patients spinal cord stimulation (scs) implantable pulse generator (ipg) would not connect with the remote control nor with the clinician programmer. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the patients lead had high impedances due to a non-device related fall and was also replaced during the revision.